Manufacturer narrative:
The reported event of accuracy issues during navigation could not be duplicated or confirmed. The review of the patient folder and log files did not identify any abnormalities.

Event description:
It was reported that during a craniotomy surgery the navigation system was inaccurate by up to 4 mm. It was reported that the procedure was completed successfully without a delay. No adverse consequences or medication interventions were reported with this event.